Event description:
The customer reported the system displayed a communication error and had a los of functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.